Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for further investigation. The reported problem with not passing pre-use check was reproduced during simulated use testing of the returned air gas module in a ventilator. The failure was caused by a short circuit in a capacitor on a printed circuit board inside the gas module. The received device log is conforming the reported event. The capacitor is part of the power circuit in the air gas module. The failure in this capacitor leads to stop in the gas flow regulation, which will be detected during pre-use check, and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).